Event description:
This system was removed after the patient was in a car accident. Due to the seat belt and airbag, the device was exposed. There is no indication that the system was replaced. The hospital retained the devices. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bol. The device was implanted for 13 days and 7 charging cycles were recorded to the device memory. The inspection of the ICD memory revealed no anomalies. There were no indications of a device malfunction. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.